Event description:
The customer obtained blood glucose readings of 41 and 241 mg/dl on a contour next link meter. The customer had no symptoms of hypoglycemia or hyperglycemia. There was no allegation of adverse event. The customer was advised to return the test strips for evaluation. A replacement meter was sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.